Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot expiration date is currently not available. Associated medwatch: 1221934-2017-10065.

Event description:
The affiliate reported two defective gryphon br anchors. No further details were provided. Additional information received via email from the affiliate on 2-21-2017: both anchors failed in one procedure. Type of procedure was a bankart. Date of the procedure was (B)(6). Both anchors pulled out upon test tensioning. The procedure was completed using lupine br anchors. An additional bone hole was made to complete the procedure. There were no patient consequences. This delayed the procedure about 30mins as per md. The 2 anchors were pulled out from the md as instructed and will be returned

Manufacturer narrative:
The complaint devices were received and evaluated. Visual observation of the anchors revealed no structural anomalies that would have contributed to this failure. The threads on the anchors appear stressed consistent with them being inserted into the bone. It can be confirmed that this anchors pulled out. Typically, anchor pull outs are associated with incomplete insertion into the bone hole, using instruments not indicated to be used with the anchor, poor bone quality and applying excess force on suture during tensioning. Although we cannot discern a root cause, any of the mentioned factors or a combination of factors could possibly lead to this failure. A DHR review has been conducted and our results indicate that this batch of product was processed without incident related to this complaint and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other similar complaint of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).